Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a damaged imaging unit resulting in an error code 216. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the imaging unit was damaged and caused an error code e216. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h4.

Event description:
No additional information received.